Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent an angioplasty procedure using the atlas gold pta balloon. During the procedure, the radiopaque markers were not in the correct spots on the balloon. The procedure was completed using another balloon. There was no reported patient injury.